Event description:
It was reported that the caller experienced a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support confirmed a cartridge alarm 35 and decided to replace the pump. The customer was informed that the alarm might recur and was instructed to monitor the situation. The customer will continue using the current pump along with backup insulin and injections. Technical support sent the caller a replacement pump with updated software and provided instructions for managing the current pump and using the new one.